Event description:
The event was received via medwatch from the FDA on 06/15/2009. The incident was reported as: the balloon ruptured in an infant before complete amount of fluid was inserted and was removed without any adverse outcome to the pt.

Manufacturer narrative:
The sample device is not available for eval. Additional info was requested, but was not received at the time of this report. The results of the investigation are not available at the time of this report.